Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to obtain a blood glucose result. Their meter allegedly had no power. Patinet was not treated. No further information has been reported.